Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope temporarily presented a noisy image. The issue occurred during an unspecified therapeutic procedure and was completed utilizing the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e218 scope communication error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error due to circuit/component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.